Event description:
It was reported that the patient's atrial and ventricular leads exhibited decreased sensing. The patient experienced low blood pressure. The physician elected to revise the atrial lead, and no intervention was reported on the ventricular lead. Patient condition was unknown.